Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed selftest unexpected restart test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty force sensor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted. The device was received with cracked case at lcd window corners, reservoir tube lip and battery tube threads. The device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 179 mg/dl. Troubleshooting was performed. The device was returned for analysis.